Event description:
It was reported that the physician opened the device and observed an odor. The physician used another device instead.

Manufacturer narrative:
The DHR for the device was reviewed and no discrepancies were detected.